Event description:
Ous MDR - during the follow-up the doctor saw two records with noise on ventricular channel detected as vf. The patient is pacemaker-dependent. The patient denies any side effects. There was no mention of any soft of intervention. All available information suggests this lead remains implanted.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the information you provided has been carefully analyzed. The available iegms confirmed the presence of noise on the rv as well as on the ff channel which was mentioned in the complaint description. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Ous MDR - during the follow-up the doctor saw two records with noise on ventricular channel detected as vf. The patient is pacemaker-dependent. The patient denies any side effects. There was no mention of any intervention. All available information suggests this lead remains implanted.